Manufacturer narrative:
During evaluation found that chuck pusher came in contact with cap causing the cap to get hot. Burnt mark in cap.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e plus 1:5 ca attachment overheated and burned a patient's cheek; no intervention was required.